Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pain in extremity ("pain/weakness in upper legs during menses") and endometriosis ("endometriosis"). The patient was treated with surgery (essure coil removal and surgery). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea and pain in extremity outcome was unknown and the endometriosis had resolved. The reporter considered dysmenorrhoea, endometriosis and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :dysmenorrhoea, endometriosis ,pain in extremity. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pain in extremity ("pain/weakness in upper legs during menses") and endometriosis ("endometriosis"). The patient was treated with surgery (essure coil removal and surgery). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea and pain in extremity outcome was unknown and the endometriosis had resolved. The reporter considered dysmenorrhoea, endometriosis and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :dysmenorrhoea, endometriosis ,pain in extremity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.